Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9081511, medical device expiration date: 2022-02-28, device manufacture date: 2019-03-22. Medical device lot #: 8310640, medical device expiration date: 2021-10-31, device manufacture date: 2018-11-06.

Event description:
It has been reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has experienced leakage at the catheter during use. The following has been provided by the initial reporter: material no.: 382533, batch no.: 9081511, 8310640. It was reported that the catheters are leaking. Cath are leaking.

Manufacturer narrative:
Correction: updated lot#, different lots being split for different dates of event added new date of event and facility address added address and zip. The following information has been updated: d.4. Medical device lot #: 9018511, e.1. Initial reporter e-mail: (B)(6), e.1. Initial reporter address 1: (B)(6) and e.1. Initial reporter zip: (B)(6).

Event description:
It has been reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has experienced leakage at the catheter during use. The following has been provided by the initial reporter: material no.: 382533 batch no.: 9081511, 8310640. It was reported that the catheters are leaking. Cath are leaking. Material number: 382533, lots: 9081511, 8310640.

Manufacturer narrative:
H.6. Investigation summary. DHR reviews were performed on lot numbers 9081511. -- the lot number was manufactured / packaged on afa line 11 from 26mar2019 thru 29mar2019 for the quantity (B)(4) units -- review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. -- review disclosed no reject activity findings relevant to the alleged defect for this lot number. (B)(4) -- the lot number was manufactured / packaged on afa line 11 from 06nov2018 through 11nov2018 for the quantity of (B)(4) units. -- review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. -- review disclosed no reject activity findings relevant to the alleged defect for this lot number. The defect leakage; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. H3 other text : see h.10.

Event description:
It has been reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has experienced leakage at the catheter during use. The following has been provided by the initial reporter: material no.: 382533 batch no.: 9081511, 8310640. It was reported that the catheters are leaking. Cath are leaking. Material number: 382533. Lots: 9081511, 8310640.